Manufacturer narrative:
The user experienced severe hypoglycemia resulting in seizure and hospitalization while receiving automated insulin delivery with the ilet. This situation can result in life-threatening hypoglycemia requiring emergency medical intervention and hospitalization and is consistent with the reported ambulance transport, intensive care unit admission, seizure activity, and treatment with IV dextrose and IV fluids. Engineering log review indicated the ilet was functioning as intended, with insulin delivery and alerts occurring appropriately and no device malfunction identified. Clinical assessment suggests that correctional insulin delivery followed by a meal announcement may have increased the risk of hypoglycemia due to potential insulin stacking; however, the contribution of external insulin administration, medical history, concurrent illness, activity level, or other confounding factors could not be determined, and therefore the precise cause of the hypoglycemic event could not be definitively established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels reported as below 30 mg/dl. The user was transported by ambulance to the hospital, where the user experienced seizures, was admitted to the intensive care unit, treated with IV dextrose and IV fluids, and discharged (B)(6) 2025. No long-term health effects were reported.